Event description:
On 10/jul/2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced an infection and was hospitalized. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on 29/jun/2024 presented with candida parapsilosis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal vancomycin at 2000 mg every three days for two weeks and oral fluconazole at 200 mg daily for two weeks. The patient¿s pd catheter was removed due to the nature of this fungal infection. The patient received a central vascular catheter in favor of hemodialysis (hd) as the patient was transitioned to hd for renal replacement therapy on a hospital provided hd device for the duration of admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed, though the exact cause of this patient¿s infection remains unknown, there was no indication the peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains on hd therapy on an in-center basis post-discharge, and he plans to return to pd therapy on the same liberty select cycler.